Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, air bubbles were observed in the infusion set tubing. Customer's blood glucose was 135 mg/dl. Reportedly, customer declined troubleshooting with tandem technical support.